Event description:
During a crrt treatment the clinician attempted to pause treatment and switch the patient blood lines, the male leur tip of the venous blood line broke off in the patient's access when disconnecting the cartridge line from the access. The catheter had to be replaced before treatment could be continued. No other need for medical intervention was reported. Patient identifier information was not provided by the reporter.

Manufacturer narrative:
No investigation is possible without the returned product; therefore the exact cause of the broken luer tip cannot be determined. There is no evidence to suggest a device malfunction or defect given that the luer connector was able to be disconnected from the cartridge priming spike prior to making the connection to the patient catheter. Requests for additional information were not responded to. Standard industry luer components are used in the cartridge assembly. Nxstage medical considers this report closed. No additional information will be provided.